Manufacturer narrative:
On 07/25/2016 a second medtronic representative, following-up at the site, noted the reported issue could not be replicated. A new monitor and cables were requested as a precaution, as this issue was reported to be intermittent. Return requested. Replacement monitor shipped to site 07/25/2016. Medtronic investigation of returned suspect monitor confirmed the reported issue. Monitor displayed no input detected when plugged in to the test computer. Unit was also received with one damaged, and one missing mounting posts which were found inside of the monitor. Malfunction - no image. Failure: electrical. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 07/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system video signal would go away on the monitor briefly, then return after a few seconds. The site reported it was like the navigation system was going into a sleep mode. This was occurring when in the ear, nose & throat (ent) application. No further details regarding the behavior were provided. There was no patient present when this issue was identified.